Event description:
The customer reported that a corneal burn occurred during the procedure. The patient had a soft (grade 2) lens.

Manufacturer narrative:
Waiting for evaluation results. No components have been returned for evaluation. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the ecri health devices, hazard update: scleral and corneal burns during phacoemulsification, november 1996, vol. 25, no.11: 426-431, most corneal burns can be traced to issues related to surgical technique and not to manufacturing equipment. A letter and copy of this industry article was provided to the customer.